Event description:
Customer reported to sales rep: "green thing fell and chemo leaked." Customer reported chemo leaked at the connection of the closed male luer to the lower y-port on the administration set. No patient or staff harm reported and no medical intervention was required. Although requested, no additional patient or event details were provided by the customer. Manufacturer's report number: 9616066-2012-00766. (B)(4).

Manufacturer narrative:
(B)(4). Customer stated that product would not be returned because the set was discarded. The customer complaint of set leaked at the connection of the closed male luer to the lower fitment y-port of the administration set could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.